Event description:
Hand held electrosurgical pencil was set for operative proceddure. When cord from pencil was plugged into the esu, it self activated. The pt sustained a small burn on the inner aspect of left ankle which was excised and closed. When pencil evaluated by biomed department, the coag switch was stuck in the depressed position. The esu was evaluated and no problem was found.